Event description:
According to the reporter, the device would not boot up beyond the "splash screen." There was not pt use associated with reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not boot up but locked up and was inoperable. Physio replaced the memory pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.